Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The pump battery depleted 95% within two days. In addition, a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level due to the battery issue or malfunction alarm. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received. In addition, the customer reported experiencing an elevated blood glucose (bg) level that morning (261 mg/dl). A manual injection was delivered to correct elevated bg level. The customer stated the reason for the high bg was unknown. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.